Event description:
Customer reported her sensor readings are inaccurate, causing her insulin pump to go into false threshold suspend modes. She also receives change sensor errors. Customer's last blood glucose was 149 mg/dl, but the sensor reading was 59 mg/dl. Her device went into threshold suspend mode. Customer was advised of the differences between sensor readings and blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.